Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie pocket failed, and the pharmacist was unable to recover it. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer six, row b full-height cubie drawer had failed with all pockets on row br and was unable to recover. A field service engineer disassembled the drawer and manually released the pockets on tray number three, where physical damage to the tray was found underneath. Since the extent of the damage was uncertain, the fse replaced the entire drawer to resolve the issue. The fse verified the operation using the hardware test application. The system functioned as intended after the field service engineer repaired the device.